Event description:
On (B)(6) 2026 an 82-year-old patient underwent a thrombectomy procedure using the atrix mt thrombectomy device. As the mt was pulled back it would not resheath as it looked entangled with the stent. Multiple re-sheath attempts and use of additional devices were made unsuccessfully. They attempted accessing below but ultimately converted to open.

Manufacturer narrative:
The device was not returned, therefore the complaint issue cannot be verified. The device manufacturing history for this lot was reviewed. No issues were observed in the dhrs that would contribute to the reported complaint. A complaint history review was conducted for lot 26010121 for all time. No other complaints were identified associated with this lot. This issue will continue to be monitored for recurrence. The instructions for use for the atrix mt thrombectomy device contain the following information: precautions: use caution when manipulating or advancing through a stent or graft. The case was reviewed by styker pv medical affairs , and there was no patient harm, however the information reasonably suggests that the device has malfunctioned and that if this malfunction were to recur it may cause or contribute to a death or serious injury.